Event description:
Reported event of readmission to the hospital due to vomiting from journal article "one-year readmission rates at a high volume bariatric surgery center: laparoscopic adjustable gastric banding, laparoscopic gastric bypass, and vertical banded gastroplasty-roux-en-y gastric bypass", j. Saunders, et al (2008) obes surg 18:233-1240 springer science. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based on the probable implant date, the taper type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product as this time. Therefore no analysis or testing has been done. Multiple requests for further information have been made, allergan has received no response from the authors. Vomit is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended."